Manufacturer narrative:
D10: (B)(6)- 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; (B)(6)- 200-07-32 - advanced patella 32mm 3 peg implant; (B)(6)- 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01049. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 70 months after a left total knee replacement procedure, the patient was revised to competitor¿s devices to address prothesis wear and pain. There was no breakage of devices or surgical prolongation/delay. Device will not be returned, per hospital policy. X-rays and images were provided. There is no other information available.